Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported experiencing unexplained high blood glucose. The blood glucose reading at time of call was 172mg/dl. The customer stated that the infusion set was changed, and her blood glucose was on the 300's mg/dl, but the day she called her glucose level dropped. The caller also mentioned that she attempted to deliver a bolus, but the insulin pump alarmed no delivery. A follow up was conducted, and found that the customer was hospitalized in one instance a year ago. No further information was provided.